Event description:
It was reported that shaft break occurred. A 6.0 x 40, 40cm gladiator elite balloon catheter was selected for use. However, during preparation, when saline injection was used to test the pipeline patency, it was noted that the pipeline was fractured and was leaking liquid. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.